Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that fentanyl 2000mcg/200ml was infusing as reported at 10ml/hr. At 3:19 pm on (B)(6) 2016, the vtbi was changed to 150ml and the infusion was restarted. The device alarmed for air in line approximately 6 hours and 23 minutes later at 9:42 pm and the device was subsequently channeled off. The volume recorded as being infused during this period was 63.764ml. The starting volume of the fluid container cannot be determined through device log review. The root cause of the reported event was not identified. The pump module and the disposable set were not returned for investigation. Devices not received, log review only.

Event description:
The customer reported that a new fentanyl (2000mcg/200ml to infuse at 100mcg/h or 10ml/h) bag was hung and it should have lasted 20 hours. The bag was empty after 6 hours. There was no report of patient harm.